Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. This device was explanted and replaced. This device has not been returned for analysis. No additional adverse patient effects were reported.